Manufacturer narrative:
The complaint was confirmed per field service representative (fsr). The batteries were not the cause of the reported event, and therefore they were not returned to the manufacturer for further evaluation. Reconnection of the power manager board corrected the charging issue. Batteries were changed for pre-cautionary measures only. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Additional information per user facility perfustionist indicated "this was not a back up unit, it actually was our main pump, one of two system 1s we have. It got regular use (about 180cases per year) until a couple of months ago when we began to notice that our 2nd system 1, an older model, showed a yellow battery light when we used it. By the time we finished the case the light would turn green and the on screen battery display indicated it was fully charged. We decided to rotate the system 1 pumps weekly, to avoid this situation, giving each more regular use. It was during one of these "weeks off" that the problem occurred. The older system 1 has been fine. So, it fully charged at least monthly, weekly in fact. We have never fully discharged the batteries in either pump. As stated above, our recently adopted rotation schedule was how we maintained the battery function, until then we have had no issues. The field service representative (fsr) returned to the user facility. He checked and re-seated all of the power bucket cables and the power manager cables. The charge status was at 1 batteries at 16.9 amp hours. He rechecked to make sure the system switched to battery power and replaced the batteries as a precaution. The charge status went to green and the system operated to manufacturers specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during notice of field correction (nfc) of the device the battery would not fully charge and the indicator light stays yellow and does not turn green after charging. The fsr reported this to the perfusionist who used the system for a cardiopulmonary bypass (cpb) procedure on alternating current (ac) power on the same day. At the end of the cpb procedure, the perfusionist observed that the unit did not complete the charging cycle and the charging light still did not turn green as expected. The perfusionist was able to complete the procedure successfully on ac power. There were no reported adverse consequences to the patient.